Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the proximal lad with no tortuosity, moderate calcification and 75% stenosis. After the fifth cut at 30 psi, a rupture was noted. The procedure was completed using a flexi-cut m size. No add'l event or pt info is avail.

Manufacturer narrative:
Eval summary: qa analysis revealed that the atherectomy catheter was returned with blood visible on the cutter. There was contrast visible in the balloon. The cutter was in the proximal end of the housing. There was no damage noted to the atherectomy catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid leaked out of two pinholes in the balloon, one at the top of the balloon and one at the side of the balloon, 3 mm proximal to the distal end of the balloon. There was a scratch visible on the balloon proximal to the one of the pinholes. Product performance engineering has reviewed the case description and analysis of the returned device. The analysis was able to confirm the rupture observed pinhole on the top and a pinhole on the top and a pinhole on the side of the balloon. Balloon ruptures can be attributed to, but not limited to, mfg, preparation technique, over inflation, interaction with pt anatomy, associative device handling, and / or sheath removal technique. There was a scratch observed near the pinhole, which suggests the balloon material was weakened therefore upon inflation the balloon ruptured. The pt anatomy was described as moderately calcified, which may have contributed to the rupture. Also, there did not appear to be any units rejected for balloon damage during mfg. Since the rupture did not occur until the fifth cut, it suggests the reported difficulties are related to the circumstances during the procedure. A review of the finished device lot history record did not reveal any non-conformances which could have contributed to this complaint. This MDR is considered closed by the product performance group.